Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and compromised forced sensor system and excessive no delivery test due to detached end cap.

Event description:
The customer reported via phone call that the insulin pump had damaged at bottom. Customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.